Event description:
It was reported that the customer was running high and their blood glucose level was 583 mg/dl. Customer started to give herself a bolus throughout the day to bring down the high blood glucose levels. Customer stated that nothing seems to be bringing them down. Customer stated that after the last bolus she gave herself, she waited to see if it would go down, but it only increased to 583 mg/dl. Customer gave herself a manual injection. Customer was not feeling good to go through any troubleshooting. Customer stated that she will call back if she is feeling better to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.